Event description:
Consumer reported severe "bloom" or flare of lights at night following bilateral intraocular lens (iol) implant surgery. He reported his eyes hurt sometimes and he has photophobia. Consumer reported difficulty reading books and his computer screen. Corneal relaxing incisions, once in his right eye (od) and four times in his left eye (os) were performed and miotic ophthalmic drops were used with no improvement. This is one of two reports being submitted for this consumer, MDR # 1119421-2007-00079 -- right eye (od), MDR # 1119421-2007-00080 -- left eye (os).

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria.